Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred with multiple new cartridges during the load sequence. Blood glucose level was 101 mg/dl. Reportedly, alternate insulin therapy was obtained.